Event description:
It was reported that within four weeks of a new device being implanted, the ventricular lead had an increase in thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that within four weeks of a new device being implanted, the ventricular lead had an increase in thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed) on it, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environment stress cracking (esc), the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had cosmetic depression, and the lead had apparent explant damage.